Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized five times within six months due to high blood glucose. Customer reported that at least two hospitalizations were due to insulin pump. Customer's blood glucose was in the 300 mg/dl the day prior to call. Customer was driving and was not able to give any hospitalization information and would call back with more information.